Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a stomach cancer resection, the device was broke. Used another device and finished the procedure. No pt consequences.